Event description:
New information noted that the patient felt discomfort when receiving inappropriate shocks. Myopotential oversensing was also noted.

Event description:
It was reported that patient presented in emergency room experiencing discomfort due to inappropriate shock delivery. Evaluation revealed that the right ventricular (rv) lead had become dislodged, and demonstrating far-field p-wave oversensing, which resulted in the delivery of 20 inappropriate shocks. Rv lead dislodgement was confirmed via x-ray. The rv lead was explanted and replaced with new lead. Patient condition was stable.